Event description:
It was reported that this patient experienced atrial fibrillation (af) episodes. The right atrial (ra) lead exhibited noise. The lead remains active. No adverse patient effects were reported.